Manufacturer narrative:
Device evaluation summary: the reported instrument was smoking issue was verified during service. Medtronic service observed a burned smell and scorched components on the system controller board in the base unit. The issue was resolved by replacing the system controller board. After repairs, medtronic service attempted to turn on the instrument and the user interface screen would light up but remain blank. Further inspection of the instrument suggests the display in the ui has become inoperable and a full upgrade would be needed to repair it. The customer has decided to no longer pursue repair of the instrument due to the cost. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use this bio-console instrument began to smoke when it was turned on. The instrument was changed out with a backup and there was no resulting adverse patient effect.

Manufacturer narrative:
Additional information: this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.